Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have the part broke while in use for removing the myoma. One of tips and one of plastic parts were separated and fell inside the patient. The fragments were retrieved during the same procedure. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for about 30 minutes then broke. All the fragments were retrieved during same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. There was no patient injury. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of broken distal clevis to be related to the customer reported complaint. The instrument was found to have an ear of the distal clevis broken. The broken piece was returned, measuring roughly 0.165¿ x 0.311¿ in size. The root cause of broken instrument distal clevis is typically attributed to mishandling, such as excess force applied at the instrument tip. Additional observation reported by site that is related to the primary failure was that the instrument was found to have a dislodged grip tip. The dislodged grip tip was returned with the instrument. Additional observations not reported by site that are related to the primary failure included the instrument was found to have the heat shrink torn at the distal clevis. There is no material missing. The root cause of tears/torn instrument heat shrink is typically attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during use or reprocessing. The instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Root cause of this failure is attributed to mishandling/misuse. The instrument was found to have a dislodged clevis pin. The clevis pin was returned with the instrument. Root cause of this failure is attributed to mishandling/misuse. The instrument will be transferred to engineering for further investigation. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, a review of the instrument log for the fenestrated bipolar forceps (part # 478093-03/lot# l90210905 0033) associated with this event has been performed. Per logs, the instrument was last used on 13-jan-2022, on system sk3395. This is a single-use instrument. No image or video clip for the reported event was submitted to isi for review. This event is being reported because the tip and the plastic part of the fenestrated bipolar forceps instrument reportedly broke and fell inside the patient. All fragments were retrieved during same procedure and did not require surgical intervention. Failure analysis confirmed the instrument breakage that resulted in an unintended fragment falling into the patient was caused by mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
Corrected information can be found in the following fields: d4 (unique identifier (UDI #)) additional information can be found in the following fields: g3, g6, h2, and h10.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Upon further investigation, primary failure analysis was completely confirmed. In regards to the above findings, it is likely that the user had mishandled the instrument by improperly reprocessing it, as shown by the heat shrink damage additionally couple with the fact that the instrument had 0 lives remaining. This repeated process of damaging the instrument may have lead to the weakening of the material which makes the instrument more susceptible to further damage when using it, such as the broken conductor wire and the damage to the distal clevis. In conclusion, all the damages found were user related. Corrected information can be found in the following fields: d4 (unique identifier (UDI #)). Additional information can be found in the following fields: g3, g6, h2, h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.